Event description:
The charge nurse completed the crash cart check and found that one set of zoll electrodes were not detecting when plugged in. This set was checked both on the transport monitor and crash cart monitor and on both, the electrodes were undetectable. The packaging and wiring appear intact. Electrodes were neatly stored on the transport monitor and were not crinkled or bent. Electrodes were plugged into crash cart monitor and crash cart check from previous day did not show any issue or error.